Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a myomectomy laparoscopy, the lower probe of the subject device broke and fell into the patient's abdomen and was recovered using pliers. The procedure was prolonged by 5 minutes and was completed with a similar device without reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update a correction to field (b5) and to provide an update to fields (b5, d4, d9, h3, and h4). The device was evaluated by olympus, and the probe was broken at 15 mm from the distal end of the probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to the following mechanism: 1. During the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4. A force was applied to the probe causing it to break. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the version of software was version 2.00. The setting of intelligent tissue monitoring (itm) was "on" and is usually "on." The user understood itm clearly and the setting were not changed during the procedure. The duration of the procedure was two hours long and the device malfunction occurred one hour into the procedure.